Event description:
New information received indicates that the implantable cardioverter-defibrillator (ICD) delivered an inappropriate shock due to incorrect interpretation of an atrial fibrillation signal as ventricular tachycardia. Programming changes were performed, and the patient remained stable.

Event description:
It was reported that the implantable cardioverter-defibrillator (ICD) delivered an inappropriate shock. Additional information was requested but has not yet been received.